Manufacturer narrative:
Should add'l investigation info become available regarding this revision surgery, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2005 an invance sling was implanted to treat urinary incontinence. On (B)(6) 2010, it was removed due to pts recurring urinary incontinence. Pt then had another incontinence device implanted. On (B)(6) 2011, add'l info received indicating the pt had increased incontinence compared to baseline.